Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that the customer had experienced low blood glucose. The customer¿s blood glucose level was 54 mg/dl. It was reported that the customer needs assistance stopping the pump. It was reported that the low blood glucose was treated. The insulin pump will not be returned for analysis.